Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert. Episodes of post-paced t-wave oversensing on the ventricular channel were revealed. Oversensing was noted on a stored egm. Programming changes were recommended. Dft and further actions will be discussed with the physician. No further information is available.

Event description:
New information received indicates that programming changes were made.